Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
(B)(6) submitted matters to report a led failure of active planar probe. Surgery completed without navigation. Surgeon: dr. (B)(6).